Event description:
It was reported that the display goes blank whenever a button is pressed. After inserting a new battery, the display became black. Nothing further was reported.

Manufacturer narrative:
The display was black due to a problem isolated to the liquid crystal display board.